Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing low blood glucose (bg) levels of 40 mg/dl which resulted in loss of consciousness. The pod had been worn on their arm for longer than 48 hours. The patient stated the pod delivered 100 units of insulin in a single day, followed by a severe hypoglycemic episode that caused them to pass out while at a convenience store. The patient remembered waking up to 20 people around them. The patient was admitted to the hospital on (B)(6) 2026. The patient¿s diagnosis was salmonella, sepsis, and a blood clot in their arm. Treatment included intravenous fluids (type of fluid not disclosed) to increase their bg levels, insulin shots for ongoing diabetes management while hospitalized which included lantus 2x day and humalog 3x day. The patient was hospitalized for 2 days; discharged on (B)(6) 2026. The patient no longer had the pod to return for evaluation. The patient has since paused using the omnipod system and returned to insulin injections (lantus and humalog).